Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she could not recall when the alleged issue with the subject meter began. However, on an unspecified time on (B)(6) 2011, she obtained an unknown glucose result on the subject meter and another unknown result on another meter, done less than 30 minutes of each other. The patient stated that the subject meter was higher by about 40 points. She stated that she manages her diabetes with the insulin pump and due to the alleged issue she denied making any changes to her usual treatment. The patient claimed at an unknown time after the alleged issue started she felt "shaky, weak and lightheaded." In response to her symptoms, in (B)(6) she received phone advice from her health care professional for a week and then was advised to contact minimed. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, an approved sample site, an appropriate testing technique and was using an appropriate sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.